Manufacturer narrative:
Follow-up # 2 date of submission 03/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/19/2014 with the following findings:during investigation, there was no response issue. Evidence of contamination was found under the down arrow contact. Unrelated to the complaint, the audio bolus cover was missing. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 date of submission 01/27/2014:additional information:the reporter contacted animas on 01/24/2014 to provide the information that all the keypad buttons were unresponsive.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad button response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.